Event description:
Pt was implanted approximately 2 yrs ago by an unk surgeon in (B)(6) for treatment of chondroma tumor rib resection. At that time, the implant surgeon removed most of the 8th right rib, and replaced it with a right-sided 8/9 rib plate and screws. Plate was attached to the remaining posterior portion of the rib and medially to the sternum, using 4 screws each end of the plate. On an unk date, the pt presented to the explant surgeon complaining of new onset of pain. CT scan taken on unk date revealed a broken plate. Pt was returned to operating room on (B)(6) 2012 for revision, resection, and distraction. Screws and plate were removed pt was revised to non-synthes mesh to support the area of the rib removal. No new or add'l hardware was implanted.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.